Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "accessory error 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation : the device was returned to zoll medical united kingdom. The reported problems were not verified during evaluation. The device was subjected to extensive testing including full functional testing and defib shock testing at various joules set to vfib condition in AED mode without duplicating the report. An internal inspeciton of the device found no discrepancies. The pace-defib (pd) engine board was replaced as a precaution. The device will be recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "accessory error 7" message and gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no patient involvement in the reported malfunction.